Event description:
It was reported the patient placed the ipg into surgery mode. Thereafter, the ipg failed to establish communication with external devices. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.